Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the thread of the inserter fractured and remained in the acetabular cup. The acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05831 / 05832).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause was determined to most likely be due to the component being put through bending overload, and/or not inspected for wear and disfigurement.